Event description:
This is a 51 year old female who presents with desire to have bilateral silicone breast implants removed for reasons of capsular contracture and deformity. The implants were not surgically inserted at this facility, thus no information relating to date of implantation or manufacturer data is available for this report. At the time of surgery to remove them, no leakage was found throughout the capsule and the implants were left in the capsule. Gross examination: the right silicone breast implant apears intact. However, in attempting to remove portions of the capsule, the bag surrounding the silicone has been cut. The left implant is intact with surrounding fibrous capsule. The underlying implant appears intact, however in attempting to remove capsule, the sqac surrounding the silicone was cutdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: use of all similar devices stopped temporarily, invalid data. The device was not destroyed/disposed of.